Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion was located in a heavily calcified artery off of the left anterior descending artery. The physician attempted to cross the lesion with a 2.25x12mm promus stent as well as two balloons, but could not cross the lesion. The physician elected to use a 1.50mm rotalink burr to open the vessel and a dissection occurred. The dissection was treated by deploying a 3.0x23mm promus stent. No further patient injuries or complications occurred. Patient's status is satisfactory.